Event description:
The pt's head fell out of the skull clamp during surgery. The pt did not incur an injury as a result of this event however, the surgery was delayed for 30 minutes while another unit was set-up to complete the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.